Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump correction factor settings were input incorrectly causing the customer believe the pump bolus calculations were incorrect. Subsequently, the customer would intermittently guess how much insulin needed to be delivered causing the customer's blood glucose to decrease to 20 mg/dl and elevate to over 500 mg/dl. Bg was addressed with a manual injections, customer eating a snack, and glucagon shot. Reportedly, tandem technical support assisted the customer with imputing the correct settings into the pump.